Manufacturer narrative:
D2b - pro code (product code): lit g4 - PMA/510(k) # field on 3500a form: k111295, k162350.

Event description:
It was reported via facility medwatch# 5160289 that the balloon cover detached inside the patient. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, it was noted that the clear catheter tip cover was not easily identified, and the catheter was able to be threaded with the cover still in place which caused the cover to be retained requiring intervention.